Event description:
It was reported that the cine function was not operating. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was removed, replaced and reformatted. The system was tested and found to be working as intended and returned to service.